Event description:
It was reported that the needle deployed early. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received not deployed. Inspection of the device found the slide insert not visible within the top housing viewing window but the linkage assembly was in the fired position. The needle cap was still attached to the device and the cannula was not visible out of the bottom housing. Removal of the needle cap caused the needle to deploy and the slide insert and linkage assembly to move to their fully deployed positions. The download data shows the pod was received in pod state 15, completing 59 pulses, 47 of which were in first prime, before being deactivated by the user during operation. The needle mechanism is expected to deploy at anytime during second prime. It could not be determined when the needle mechanism deployed. No other damages or deficiencies were observed on the needle mechanism that would cause the pod to deploy early. The pod was reset back to the not deployed position. Rotation of the ratchet gear caused the pod to deploy and retract normally after being reset. The cause of the needle deploying early could not be determined.